Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter displayed an unknown error- test strip error. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient advised that the alleged error unknown issue first began on (B)(6) 2016, 8:00am. The patient manages her diabetes with oral medication, diet and/or exercise. She stated that ¿right away¿ after the alleged product issue began she developed symptoms of dizzy and reportedly self-treated the symptoms by increasing her dose of oral medication; ¿metformin 1 full dose¿ at around 9:00am. No medical intervention was reported. At the time of troubleshooting, the customer care advocate (cca) confirmed that the product issue remained unresolved after walking the patient through a retest on the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the reported product issue was not resolved during troubleshooting.